Event description:
The customer reported a blue liquid leak from the coulter hmx analyzer with autoloader. The customer reported seeing the leak coming from the right side of the instrument after performing startup. The volume of the leak was about 3 ml and was not contained within the instrument. The customer did not report any error messages at the time of the event. The customer was wearing personal protective equipment (ppe) at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer found that the tubing through pinch valve pv49 was leaking at fitting ff174. The customer replaced the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).